Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, high, out of range impedance was observed. The patient was asymptomatic. The physician elected to connect the patient with a remote transmitter and will continue to monitor the issue regularly.